Event description:
When the procedure began with the turbohawk there was a sheath in the right common femoral, and a sheath in the left popliteal. We went through the sheath in the right common femoral with the turbohawk. The turbohawk easily tracked over the arch and it was delivered to the left common femoral. The physician made approximately 8 passes with the device. The turbohawk was removed and cleaned successfully. The physician re-inserted the device to treat the common femoral again and made about 6 passes, then decided to remove the atherectomy device and post dilate with a balloon. While removing the turbohawk, the doctor felt quite a bit of resistance and was instructed to remove the device under fluoro. The nosecone of the turbohawk was in the area of the iliac arch along with the tip of the sheath. The physician continued to pull and the turbohawk felt like it came loose and the physician removed the device. When the turbohawk came out of the patient, we noticed that ½ of the nosecone was missing (still in patient). The physician tried to snare the tip of the nosecone, but because the piece in the patient was still over the wire, it became impossible to snare and the physician did not want to lose wire access. After much discussion, the physician thread the .014x300 wire out the popliteal sheath. The wire was now entering the common femoral sheath and exiting the popliteal sheath. The physician used a 6f guide to push the nosecone all the way down to the popliteal sheath. Under fluoro, it was confirmed that the nosecone was now buried in the sheath that was located in the popliteal. The sheath in the popliteal was removed. The portion of the sheath was cut off that contained the nosecone piece. The patient tolerated the procedure well.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.